Event description:
Hospital began to open implants and discovered a cut in the wrap and in the plastic outer shell. They used back-up implant. There was no adverse consequence for the patient or delay in surgery or anesthesia time.